Event description:
It was reported that artifacts were found in head images taken by lightspeed qx/I. This resulted in two misdiagnosis (brain tumor) by the radiologist on call. Upon MRI scans, the misdiagnosed pathology was determined to be artifacts. No pt received any medical treatment/intervention as a result of this misdiagnosis. There was no injury. Upon investigation, the fe found a pin-head size ball of grease stuck to the tube port on the outer edge toward back of the gantry. The ball was removed easily with tape and port interface was thoroughly cleaned.